Manufacturer narrative:
(B)(4). Unfortunately when requested to provide the lot number of the device the account replied with the information being unknown. Additional patient information: bmi: (B)(6). Comorbidity: non-smoker.

Event description:
According to the reporter; after the device was used for a vaginal cuff closure on (B)(6) 2016, the patient experienced a dehiscence during sexual intercourse and was re-operated on for repair on (B)(6) 2016. The suture fractured and not in one continuous length and was removed as part of the re-operation. It is also reported that an x-ray was not required and there was no tissue damage.